Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring as they were coming out of the device. Another device was used to complete the case with patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned with the tip of the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected 10 clips, it fed 3 scissored clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.